Event description:
The customer reported that the column does not move. The motor has a short circuit. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the parts on the motor. The system operates as intended.